Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4010swc was removed on (B)(6) 2018 due to failure to osseointegrate 2 months and 17 days afer implantation. The patient has history of hypertension and diabetes. The doctor noted bone resorption during explantation. The patient has recovered without complications.